Event description:
New information states that the patient presented in clinic on (B)(6) 2020 and it was noted that the arms were not swollen. The patient was asymptomatic. The medication will stop after the course.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01125. Related manufacturer reference number: 2938836-2020-01127. It was reported that the patient presented with deep vein thrombosis. The patient was prescribed medication.